Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab. Repeat testing was performed and generated a positive result. The consumer stated she was fully vaccinated. The consumer confirmed she was symptomatic and experiencing congestion & sore throat. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
H10: testing was performed on retain kit lot 153354 with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for kit part number 195-160 / lot 153354 and test device 195-430h / lot 148399 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153476 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance or the specific patient sample.